Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with mentor cpx 4 breast tissue expander 350cc saline breast implants that intraoperatively when surgeon tried to fill with saline it leaked. He removed the tissue expander and tested it outside the patient and confirmed it was leaking. They opened another tissue expander and inserted it and filled it with saline and everything went well. No patient consequences reported.

Manufacturer narrative:
Additional information received on 8/27/2018, indicated that the date of implantation and explant was on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device was received with white fluid. The device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No anomalies were observed. Complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. All the implants are 100% inspected before leaving the facility. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/23/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).